Manufacturer narrative:
Technical support instructed the account to inspect the retracting frame for broken welds or covers that could be bent or damaged. Repairs have not been completed.

Event description:
The account's biomed alleged that the head section slammed down when the bed was in the chair position. A pt was in the bed and there were no injuries. When he attempts to operate the chair in function, a loud grinding noise is heard.